Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated the cgm was displaying 392 mg/dl. Based off the cgm value, the patient took insulin. The patient stated they became hypoglycemic due to taking too much insulin and their bg was checked manually and was 43 mg/dl. The patient went to the hospital and was provided "glucose sticks". At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.